Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to stress from use, external factors, or handling. The inspection method for this event is described in the instruction manual "chapter 3 preparation and inspection 3.6 endoscope inspection" as follows: "endoscope inspection 1. Visually check that there are no major scratches, deformations, loose parts, or other abnormalities on the exterior of the control unit or digital camera unit. 2. Apply counterclockwise force to the forceps stopper and make sure that the forceps stopper does not loosen. If it becomes loose, stop using it and send it in for repair (see figure 3.21). 6. Gently grasp the insertion tube with your hand and slide it along its entire length in both directions, making sure that there are no snags or metal wires protruding from the inside around the entire circumference (see figure 3.23). Also, check by feeling that the soft parts are not abnormally hard. 7. Visually and manually check that there are no abnormalities such as sagging, bulges, scratches, or holes in the covering material of the curved part." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the airway mobilescope tip of the bending section cover was loose. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had coating peeling (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the bending section cover had slack. Due to damage on the camera section, water tightness was lost. The adhesive on the bending section cover had a chip. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The camera section had a scratch. The connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.